Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-15202 and 15203. It was reported the patient has not charged her ipg for an extended period of time and the ipg will no longer communicate with external devices. Additionally, the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date to address the issue.